Manufacturer narrative:
Samples received: 26 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There were 12 units in our stock that were requested for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all the samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep), we have found 2 units of the 38 samples tested with the needle detached from the thread when opening the packs. The needle attachment strength results are: 0.43 kgf in average and 0.01 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). We have checked the two defective samples found and have the thread escaped from the needle, probably caused due to a low strength applied to attach the thread to the needle during manufacturing process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is not attached to the thread in some packages. There is no patient involvement.